Manufacturer narrative:
The product was returned for investigation. There was a pinhole in the guidewire port, and a leak was confirmed. It is considered that the reported event was caused by local contact with a hard or sharp part, such as a combination device, during preparation or at some stage of operation, but the detailed cause could not be determined. No abnormalities were found in the production records. The instructions for use (IFU) provide general instructions for use, warnings, and precautions related to the device, and information to make you aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.

Event description:
It was reported that there was damage to the balloon catheter. The balloon was used for the calcified lesion in rca #3 and a stent had been implanted in rca#2. The doctor suspected the balloon was rupture due to blood observed inside the catheter shaft during operation. Then it was replaced with a new product and the operation was continued. No complications were reported.